Event description:
Patient had a bridging wrist distal right radius plate for a very comminuted distal radius fracture placed (B)(6) 2016. With fracture healed, returned (B)(6) 2017 for removal of same hardware. Head of small fragment screw broke off during removal. Shaft of screw left in place right 3rd metacarpal.